Event description:
Complainant alleged that during biomed testing, the device was unable to power on. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The customer indicated that the device's main knob was missing and unable to power on the device. A replacement main knob was sent to the customer. The device will not be returning to zoll medical corp for eval.